Event description:
It was reported that a malfunction alarm occurred with the pump displaying malfunction code ¿malf 16.¿ there was no reported impact to the customer¿s blood glucose level due to the malfunction. The pump reset information was provided by cts, but the issue persisted after a reset. Consequently, a replacement pump was arranged, and the customer was instructed on how to store the defective pump before returning it via a prepaid label. Furthermore, the customer opted to use multiple daily injections (mdi) to ensure insulin delivery continued uninterrupted during this process.